Event description:
It was reported that the customer experienced intermittent past elevated blood glucose (bg) of approximately 400-533 mg/dl; cause was unknown. Elevated bg was addressed via manual injection and supply changes.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.